Manufacturer narrative:
Concomitant medical products: bsx-lead implanted: unknown.

Event description:
It was reported that on the evening after the implant procedure, a chest x-ray was performed and pneumothorax was diagnosed. A chest tube was introduced for drainage. The chest tube was removed three days later and there were no signs of recurrent pneumothorax found. The right ventricular lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.